Event description:
It was reported that during a da vinci-assisted partial retroperitoneal nephrectomy surgical procedure, the customer contacted the technical service engineer (tse) regarding the monopolar energy not working. Prior to the customer contacting the tse, they had attempted to try two different cables, instrument, and there was no power. The tse informed the customer that a power cycle would need to be performed on the system for the electrical surgical manipulator (esm) to cycle back on in a non-fault state. The customer attempted to resolve the reported event by performing a power cycle on the esm and the erbe generator. The reported event remained. There was a c-00 error message on the erbe generator anytime the surgeon would attempt to fire energy. The customer elected to move to a xi system. A third call made to tse revealed that error m-11 and c-38 were present. The customer was not near a CT or MRI machine that would cause electromagnetic interference (emi). The foot pedals in the drawer on the vision side cart (vsc) were not being depressed. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu had no physical damage during visual inspection. The iesu was tested on the surgeon side console and would trigger error c-37 at startup. During cauterize attempts, the monopolar coag would not push power through, and display the c-38 error. The c-38 and c-37 errors were confirmed in the system logs. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Corrected data can be found in field b2. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The probable root cause of this reported complaint is attributed to a voltage and current related defect with the monopolar function of the erbe integrated electrosurgical unit (iesu). This issue was resolved by replacing the erbe. The customer site also converted from a da vinci sp system to a da vinci xi system which requires additional port placement. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
Refer to h11 for follow-up information.